Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon material. The balloon material inflated successfully, however a slight drop in pressure was noted during inflation. The balloon material was visually and microscopically examined and no leaks or any damage was noted in the balloon material. The drop in pressure noted during inflation was not related to the balloon material. No issues were noted with the balloon material that could have contributed to the complaint incident. In order to identify the origin of the drop in pressure identified during functional testing, the shaft was visually and microscopically examined while the device was attached to an encore inflation unit and subjected to positive pressure. No issues or any damage was noted along the shaft of the device that could have contributed to the complaint incident. A visual and microscopic examination of the hub/manifold was performed while the device was subjected to positive pressure. Liquid was observed escaping very slowly from the connection between the balloon inflation lumen and the hub/manifold. A thorough in-depth microscopic examination of the leak area could not locate the source of the leak; as a result of this the complaint symmetry device was sent for x-ray microcomputed tomography analysis at seam research centre along with a new symmetry device for comparison in order to provide a better understanding of the nature of the identified leak. Seam results confirmed that a leak channel was present between the hub/manifold and the balloon inflation lumen of the complaint symmetry device. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. An electronic device history record (edhr) review relating to device batch revealed that no non-conformances, reworks, scrap or scrap reversals were initiated against this batch. There was however evidence that the device failed to meet specification prior to shipping as a leak channel was identified in the device. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 5.0-4/4t/90 symmetry balloon catheter was advanced to dilate the lesion. However during procedure, it was noted that the balloon ruptured below rated burst pressure. Despite what happened, the procedure was completed with the device and the device was removed intact. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 5.0-4/4t/90 symmetry balloon catheter was advanced to dilate the lesion. However during procedure, it was noted that the balloon ruptured below rated burst pressure. Despite what happened, the procedure was completed with the device and the device was removed intact. No patient complications nor injuries were reported.